Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Pump error 63 confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly. Device received with faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer's blood glucose level was 500 mg/dl at the time of incident. The customer stated that they were able to successfully clear the alarm and they were able to rewind the insulin pump. The customer also stated that the insulin pump failed the self test. The insulin pump will not be returned for analysis.